Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-02717 / 02719). Additional events for this patient reported on medwatch numbers 1825034-2016-02713 / 02714 and 02715 / 02716. Not returned by attorney.

Event description:
Legal counsel reports patient underwent a right hip revision procedure approximately ten years post-implantation due to alleged metallosis, metal stained tissue, osteolysis, fractured liner, and metal debris. The femoral head, acetabular cup, and acetabular liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.